Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the needle did not deploy. The patient's blood glucose reached 341mg/dl while wearing the pod on her abdomen for between 1 and 4 hours. Treatment included more insulin through the pod as well as removing and replacing the pod.

Manufacturer narrative:
The returned device was evaluated and the pink slide insert had not moved up to the top housing viewing window, as the device was not yet deployed. The device did not download on the first attempt due to the low battery voltages but was successfully downloaded using a power supply. An alarm was generated by a reset caused by low voltage detect. The device was received with a low voltage in two of the batteries. The cause of this low battery voltage could not be determined.